Event description:
It was reported that during a robotic prostatectomy, the device cap was coming apart causing the seal/ gasket to loosen. It happens while putting the camera in the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt reported.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation. Evaluation summary: as a lot number was not received, a device history review could not be performed.